Event description:
The customer reported that a monitor fell from the wall to the floor.

Manufacturer narrative:
The hospital biomedical engineer called the solutions center (sc) and reported that the m3046a monitor fell from the wall (mount), and was damaged. It has been confirmed via a f/u call to the biomedical engineer that the monitor had been placed on a pt bed, and that the monitor fell from the bed. This is not being considered a device malfunction. There was no allegation of a mount or mounting hardware failure, and no pt or user incident/injury was reported. The sc technical support engineer provided part number and pricing info for a replacement bezel assembly (which has the on/off button in it). The biomedical engineer called back and placed an order for a replacement bezel assembly, which was shipped to the customer site for installation by the biomedical engineer. No further calls have been logged for this customer issue. No further investigation or action is warranted. (B) (4).